Manufacturer narrative:
Title: polysorbr(an absorbable lactomer) staples, a safe closure technique for distal pancreatic resection source: world j gastroenterol 2014 december 7; 20(45): 17185-17189 published online: december 7, 2014. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study prospectively analyzed 150 patients who underwent distal pancreatectomy in the last 20 years. An auto suture stapler was used to ligate the splenic artery and vein in patients who underwent splenectomy. The device was used to amputate the pancreas and two staples were left in the proximal pancreatic stump. The average duration of the operation was 150 min (range: 90-210 min) and no transfusion was indicated during the operation. If bleeding was observed, another manufacture¿s suture was used to oversew the area of bleeding. Noted morbidity on 5 patients, but no mortality occurred in the postoperative period. Overall, the postoperative period was uneventful without any complications (pancreatic fistula, abscess, bleeding or wound infection) in 145 patients. It was stated that one post-operative pancreatic fistula which was treated with medication and jejunal feeding. Two patients suffered pancreatitis and reoperation due to bleeding. Reoperations were performed on two patients on the first or second postoperative day, necessitated by bleeding from the retroperitoneal region. Hospitalization was extended for patients with post-operative complications for 8 to 16 days.